Event description:
During phototherapy treatment utilizing an led phototherapy light source and detachable phototherapy blanket with light coupler, the clinician noted smoke emitting from the attachment point between the light coupler hose and led light source connection point. The clinician removed the phototherapy system from the patient and turned the unit off. Inspection of the led light source noted charring and burning of the led output lens. Charring and burning was also noted on the end of the phototherapy blanket light coupler. Inspection of additional units noted the same charring on an additional led light source. Both devices removed from service and sent to biomedical engineering for reporting and company analysis. No patient harm. Manufacturer response for phototherapy system, neoblue blanket (per site reporter). Manufacturer setting up exchange process to exchange units after hospital release.